Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had prime rewind/a33. Customer's blood glucose was 87 mg/dl. The customer stated the insulin is squirting out during manual prime process. The customer is unable to exit the prepring prime loop. The customer stated that alarm occurred after rewind. Customer stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we are sending a cot pump.